Event description:
The impedance controlled endometrial ablation kit was opened for a procedure. This product had a vacuum error; attempted to trouble shoot and unable to resolve. Opened another disposable unit and it worked without error. Was not used on a patient case at the time of the error message. The staff were setting up the room for the case when the event occurred.======================manufacturer response for impedance controlled endometrial ablation kit, nova sure (per site reporter).======================they will pick up device and evaluate.what was the original intended procedure?unknown.